Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating that during use of the tracheostomy tube, the flange separated from the tube shaft. The report states that the breakage occurred with a new tube. Several attempts to obtain additional info have been made. No further info has been received at this time. No adverse effects to pt reported.